Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The IFU states: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿

Event description:
The user facility reported a patient on cp support for high risk cardiac procedure. The cp was placed and allowed for the coronary artery bypass graft surgery (CABG) and was then explanted. There were no alleged issues during support. Patient survived to explant of the pump per case documentation. However, a month post-implant, abiomed/jnj legal forwarded an allegation of the patient's death. The report/death certificate states the death the day after explant and cause of death as cardiogenic shock and severe coronary artery disease.